Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower the drawer was hard to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 10 was making a scraping noise when opened and closed. A field service engineer (fse) observed that the drawer was drooping and contacting the face plate of drawer 11. The fse adjusted the drawer against the rail slides to resolve the issue. The system functioned as intended after the field service engineer repaired the device.